Manufacturer narrative:
This report is submitted december 3, 2018.

Event description:
Per the clinic, the patient experienced skin necrosis at the implant site resulting in redness and tissue granulation and the administration of an unknown medication (date not reported). Additional information has been requested but has not been made available as of the date of this report.